Manufacturer narrative:
H.6. Investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that blood leaked from the bd cathena¿ safety IV catheter with wings bd multiguard¿ technology during the insertion while removing the needle. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "when introducing the above cathlon into patient¿s vein the plastic cathlon will not move forward causing the vein to blow. On a number of occasions blood flow on insertion when removing the needle occurs. On 13 july a patient was in for a regular infusion and 2 attempts with above was unsuccessful. Used an old cathlon and it went straight in. I find many nurses are attempting a number of starts that fail. This is not safe for patients as well as nursing staff, also time consuming and costly."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that blood leaked from the bd cathena¿ safety IV catheter with wings bd multiguard¿ technology during the insertion while removing the needle. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "when introducing the above cathlon into patient¿s vein the plastic cathlon will not move forward causing the vein to blow. On a number of occasions blood flow on insertion when removing the needle occurs. On 13 july a patient was in for a regular infusion and 2 attempts with above was unsuccessful. Used an old cathlon and it went straight in. I find many nurses are attempting a number of starts that fail. This is not safe for patients as well as nursing staff, also time consuming and costly."